Manufacturer narrative:
Inratio precision date provided by end-user lot: ni. First test inr = 0.9, second test inr = 1.9, third test = 1.5. Mean = 1.4; sd = 0.50; %cv = 35.1%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precison. The tests is considered not precise and further testing is required at this time. No strip lot number was provided so an investigation cannot be performed.

Event description:
Caller imprecision with inratio. Results as follow: first test inr = 0.9, second test inr = 1.9, third test = 1.5.